Manufacturer narrative:
Evaluation findings of catheter kinked. Visual examination of the returned passport balloon dilatation catheter revealed that there were kinks at the proximal end of the catheter. This is the section that would connect to the epidural fixture. The kink was at 2cm and 2.5cm distal to its proximal edge. The kink is consistent with excessive force having been applied to the shaft, possibly occurring as a result of the difficulties experienced during attempts to connect the epidural fixture. Further examinations identified that the balloon had been inflated and was not refolded. The tip section of the device was kinked. Therefore, the condition of the returned device confirms the reported event. The finished good batch associated with complaint was in the scope of a material change to a subcomponent of the epidural assembly from latex to pebax. As part of the investigation the product builders working on the passport packaging line confirmed that on occasion it can be difficult to assemble the epidural assembly as the pebax material is harder than latex. Therefore, a review and analysis of all available information indicated that the most probable root cause is design. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a passport balloon catheter was used during a rigid ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, the luer lock adapter of the encore inflator cannot be attached correctly to the balloon catheter hub. The connectors came apart after the balloon was attempted to be inflated. The procedure was completed with another passport balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the catheter shaft was kinked.